Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the patient experienced inappropriate shocks. The right ventricular (rv) lead exhibited high impedance, oversensing, noise, and contained a confirmed fracture. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to non-physiologic signals/sic (sensing integrity counter), right ventricular lead integrity alert, impedance on the rv (right ventricular) pacing lead was beyond the expected upper range, rv (right ventricular) undersensing information, and analysis of the device memory indicated the unexpected delivery of a ventricular tachyarrythmia therapy. Confirmed unexpected shock delivered on (B)(6) 2014. Lead integrity alert warning for increase short interval counts (sic) and two or more ventricular tachycardia non-sustained episodes <(><<)> 220 ms on (B)(6) 2014. On (B)(6) 2014 rv pacing impedance was greater than 3000 ohms. Short interval counts (sic) went up to 4366 within two days averaging around 3141 short interval counts (sic) per day with evidence of oversensing on (B)(6) 2014.